Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is registered basis on the article published in " the indian express". After being diagnosed with ankylosing spondylitis, patient was affected in the spinal region. Doctor fixed a j&j asr implant on his right hip at aurnagabad hospital in may 2005, in august 2008 ,the pinnacle device was implanted in his left hip at a private hospital in pune. In 2009, the stem of he pinnacle was damaged & replaced in june that year in pune. In 2017 asr device found damaged too and was replaced. Patient is yet to compensate in asr case and requesting compensation for both asr & pinnacle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.